Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the system had ongoing faults 32097 on the universal surgical manipulator (usm) 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the issue had been ongoing for the last two weeks. The customer managed to work through the fault by recovering. The procedure was completed with no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm 4. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The usm was analyzed and failure analysis investigation confirmed/replicated the customer reported complaint. Fa placed the usm on the system and it failed normal mode. When the system was powered in normal mode, the usm triggered errors 31226 pointing to the rolling loop in the remote fe logs. The usm was put on the psc fixture test platform (pftp) and it failed the fiber test on the rolling loop. As a fix, the rolling loop assembly will be replaced. The usm passed direction test, sensor check, carriage lissajous, carriage friction test, friction test, brake test, carriage strength test, carriage switches, and carriage/acm fan. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the system had ongoing faults 32097 on the usm 4 and the fse replaced the usm 4 to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information in patient information and adverse event or product problem was either unknown, unavailable, not provided, or not applicable. The expiration date for model # is not applicable. Field implant date/explant date is blank because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.